Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history, and a review of the alarm log were performed. The service history task did not identify any prior service repairs related to the confirmed problem. The f-38 alarm was identified during functional testing and the review of the alarm log. The reported issue was verified. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented with an f38 alarm (malfunction in tube misloading detection circuitry) when the device was turned on. There was no patient involvement. No additional information is available.